Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a trial patient had stimulation changes with movement. The patient stated that when she moved in the car the day prior to this call, she felt a shocking or jolting sensation. It was noted that at first patient could feel stimulation was up quite high when she left office prior to this call then was not feeling stimulation and all of a sudden it was stimulating at 8v and was too high for patient and her ¿food she was eating went flying because she was not expecting it¿. The patient had to turn it (stimulation) down. The patient stated the device wire was loose, sometimes she was getting full amount of stimulation and sometimes she was not and other times it was stimulating lightly. The patient could alter the stimulation sensation by touching the wire on her back. The patient was concerned she may have to get her wire fixed or changed. It was noted that everything in the back appeared or seemed still connected. The patient was at 2.0v and was feeling stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.